Event description:
It was reported that the lead triggered a warning because unipolar impedance was higher than bipolar impedance. There was also noted number of low impedance counts. The lead was programmed unipolar sense and bipolar pace. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.